Manufacturer narrative:
The investigation of the returned control printed circuit (pc) board has been completed and the reported failure was reproduced. Electrical measurements showed that the regulation signal for zeroing the air gas module were lost. The cause was a shortage on the printed circuit board (pcb). A loss of the regulation signal for zeroing the air gas module will be detected by the system and several high priority alarms will be generated to notify the user. The failure condition may lead to a oxygen levels in ventilation mode that are higher than expected and volumes and pressures that are lower than expected. The condition will be detected in a pre-use check. No device log files has been received. The root cause of why there was a shortage on the printed circuit board (pcb) has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was intermittently failing the leakage, pressure transducer, and flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference # : (B)(4).